Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. No problem was found with the returned ancillary prod. The reported alarms were most likely caused by a loose connection made by the operator. A direct correlation between nxstage sys one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery sys during a routine hemodialysis treatment. Rinseback was attempted but not completed due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.